Manufacturer narrative:
The initial medwatch report indicates: a third party service agent evaluated the device and verified the reported intermittent failure. The system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The initial medwatch report should indicate: a third party service agent evaluated the device and was unable to verify the reported intermittent failure. The system pcb assembly was replaced as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and verified the reported intermittent failure. The system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device intermittently was locking up. There was no report of any patient use associated with the reported failure.